Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a trial implant on (B)(6) 2021, the patient experienced numbness in the right buttock and groin area. As a result, the trial lead was removed on (B)(6) 2021 and the numbness mostly dissipated. Steroids were administered and the numbness has since completely resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.